Event description:
A blood sample was drawn from a pt to obtain a baseline (pre-drug) platelet function test result using the ultegra rpfa-trap. A result of 56 pau was obtained. This value is significantly lower than the baseline reference range cited in the device package insert (125-330 pau). Ten minutes after administration of eptifibatide another blood sample was drawn, and a post bolus test result of 17 pau was obtained. A second administration (bolus) of eptifibatide was given. Another blood sample was drawn ten minutes after the second bolus, and a result of 18 pau was obtained.